Event description:
Customer reported error 49 backup capacitor. One device was received for evaluation. The evaluation confirmed the customer reported problem. The pump powered on with this error and it was also found in the device log six times. Internal inspection found that the capacitor on the power boa rd was physically broken off. This was caused by improper handling as indicated by a large scuff on the right side of the pump. The central unit board also sustained damage. Both the power board and central unit board were replaced. Complete configuration and calibration was performed. Quality control testing was performed prior to release and passed. After repair, the pump meets specification.